Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. After the alarm, the customer can usually resume insulin delivery. The customer is contemplating on changing the type of infusion set that is being used. There was no reported impact to the customer's blood glucose level.